Event description:
It was reported while using [brand name] one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has not been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints for this device and condition will be tracked and trended, and data will be routinely reviewed for emerging trends. Our business team regularly reviews the collected data for the identification of emerging trends.